Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. Water tightness was not maintained due to holes in the universal cord due to external factors. The bending section cover had scratches due to external factors. The bending section cover adhesive was missing due to deterioration / breakage of adhesive (chemical stress (chemical load) / physical stress (physical load). The bending angle was insufficient due to the elongation of the wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the endoeye flex deflectable videoscope had an air/water leak in the universal cord. No patient harm reported. During the evaluation of the device, it was noted the adhesive on the objective lens was peeled off. This report is to capture the reportable malfunction of the adhesive on the objective lens was peeled off noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to repeated stress during operation, external factors or handling. Olympus will continue to monitor field performance for this device.